Manufacturer narrative:
One fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, "t2 missing". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the part returned. The inserter handle was noted to be in the t2 pre-deployment position; the device was able to actuate normally. The most probable root cause was indeterminate. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy with meniscus repair it was reported that t2 was missing after t1 was implanted. After finding t2 missing the device was cut free and removed from the patient. There was no damage noted to the packaging or the device before use. The surgeon used a backup device to complete the procedure. A small delay in the procedure was reported.